Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that when using monosyn 5/0 suture in the operating room, it was opened and the needle was loose. No further information received.